Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called to report that they have changed three helium tanks on the cardiosave in the last few hours. All tanks have emptied within a short time. Currently on their third tank that started full, and is now in the red. Customer informed about how the tank was changed, and the steps listed were all correct. Deny any ¿hissing¿ or ¿leaking¿ type sounds. The tank is fully opened to the pump, and there is reportedly one ¿o¿ ring washer in place. The console is fully engaged with the cart and the pump display shows ¿hybrid¿ configuration. The customer was advised to switch to another pump if one is available. Assisted customer with steps in switching to a cs300. The connection was successful and they resumed pumping with what appears to be a half full tank on the cs300.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit helium tank - damaged/rusted/incorrect. A getinge field service engineer (fse) stated patrick called to report that they have changed 3 helium tanks on the cardiosave in the last few hours. All tanks have emptied within a short time. They are currently on their third tank that started full, and is now in the red. Asked patrick several questions about how the tank was changed, and the steps he listed were all correct. He denies any ¿hissing¿ or ¿leaking¿ type sounds. The tank is fully opened to the pump, and there is reportedly one ¿o¿ ring washer in place. The console is fully engaged with the cart and the pump display shows ¿hybrid¿ configuration. At this point I advised patrick to switch to another pump if one is available. Assisted him with steps in switching to a cs300. The connection was successful and they resumed pumping with what appears to be a half full tank on the cs300. Patrick will tag the cardiosave for their clinical engineering team, and he had no further questions at this time. Patient is involved. The device was not repaired. After doing 3 gfe we haven't received any information. As of now, the investigation is closed.